Event description:
It was reported that the remote monitor had a telemetry issue with the implantable cardiac monitor (icm). Troubleshooting steps were taken to no avail. The caller was referred to the clinic. The remote monitor remains in use. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.